Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the rv as well as on the ff channel, consistent with the observation reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 10.5 cm distal to the df4 connector pin. A 10.5 cm long proximal and 53 cm long distal part were returned for analysis. An approximately 2 cm long medial part was missing. Explantation aids were found inserted in and mounted on the distal lead fragment. The performance of the fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed svc and rv shock coil as well as the conductor fractures most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - the patient received a new ICD on (B)(6) 2017. It was confirmed that pacing was inhibited on the intracardiac electrocardiogram from the monitoring system due to unphysiological noise. On (B)(6) 2017, during a follow up at the hospital, noise was confirmed. Due to the noise, the device was set to doo 90ppm asynchronous mode and therapy was turned off. On (B)(6) 2017, this lead was capped and replaced along with a new ICD.